Event description:
The subject device was used during an uncertain procedure. Unk error occurred. The user found that the grasping section of the device was disconnected with the insertion section. The procedure was continued with another sonosurg device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the jaw of the grasping section disconnected with the distal end of the insertion potion. One side of the pin that secures the grasping section to the distal end of insertion portion was broken. There was a deformation at the paired hole with the broken pin. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. As a result of the eval, olympus considered as a possible cause of this case that strong force was applied to the grasping section and the pin damaged. In addition, the user unawarely continued to use the subject device and the pin broke off. The instruction manual of sonosurg mentions warning and caution. Do not drop the instrument or forcefully strike it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or struck with force, do not use it, and contact olympus.